Event description:
The event was reported as "leakage junction tubing of the access port." F/u findings: the access port was removed and replaced. The explanted device is not being returned for analysis. The surgeon noted the connector type as a strain relief.

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the size, serial number and implant date. The info has not yet been received by allergan. The reporter did indicate the style of connector on the product field note as a strain relief. Allergan has also been informed that the device will not be returned for analysis, so the connector type cannot be confirmed by visual examination. The reporter will not return the device to allergan. Therefore, allergan will not receive it and no analysis or testing will be done. No add'l info has been reported to allergan regarding the size, serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."